Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of filter struts beyond the wall of the inferior vena cava (ivc) and into surrounding tissue/organs, migration, embedment, device unable to be retrieved with no documented retrieval attempts; leg swelling, lifetime anticoagulation and pain post implant. The indication for the filter placement, procedural details and medical history have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding within the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as twelve days. The trapease vena cava filter is designed for permanent placement. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without post implant image reports the reported events could not be confirmed or further clarified. Due to the nature of the complaint, the reported pain and swelling experienced by the patient could not be confirmed or further clarified. These clinical events do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation of filter struts beyond the wall of the inferior vena cava (ivc) and into surrounding tissue/organs, migration, embedment, device unable to be retrieved with no documented attempts to remove the filter; leg swelling, lifetime anticoagulation and pain post implant. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of filter struts beyond the wall of the inferior vena cava (ivc) and into surrounding tissue/organs, migration, embedment, device unable to be retrieved with no documented retrieval attempts, leg swelling, lifetime anticoagulation and pain post implant. The patient reported becoming aware of perforation of filter struts outside the ivc, migration of the filter, device embedded, unable to be retrieved and no documented attempts to remove the filter, approximately ten years and eleven months post implant. The patient also reported that the ivc filter was not able to be removed due to its embedment and that a computerized tomography (CT) scan later reported perforation of filter struts beyond the wall of the ivc into surrounding tissue/organs and migration. The patient further reported experiencing leg swelling and pain post implant and must remain on lifetime anticoagulation, as a result the patient has experienced anxiety. According to the implant record the patient had a significant history of hypertension, and prior to the index procedure, was admitted to the hospital for complaints of shortness of breath. The patient underwent a transesophageal echocardiography which showed multiple pulmonary emboli (pe) in both lungs, an echocardiogram revealed left ventricle dysfunction, additionally, the patient had abnormal cardiac enzymes and had been given thrombolytics. The indication for the filter was pe, lv dysfunction, large thrombus and deep vein thrombosis (dvt). The filter was placed via the right femoral vein and was deployed infrarenally. There are no immediate complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding within the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as twelve days. The trapease vena cava filter is designed for permanent placement. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without post implant image reports the reported events could not be confirmed or further clarified. Due to the nature of the complaint, the reported pain and swelling experienced by the patient could not be confirmed or further clarified. These clinical events do not represent a device malfunction and may be related to underlying patient specific issues. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation of filter struts beyond the wall of the inferior vena cava (ivc) and into surrounding tissue/organs, migration, embedment, device unable to be retrieved with no documented attempts to remove the filter; leg swelling, lifetime anticoagulation and pain post implant. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records the patient was reported to have a significant history of hypertension, and prior to the index procedure, was admitted to the hospital for complaints of shortness of breath. The patient underwent a transesophageal echocardiography (tee) which showed multiple pulmonary emboli (pe) in both lungs. An echocardiogram revealed left ventricle (lv) dysfunction; additionally, the patient had abnormal cardiac enzymes which included troponin and had been given thrombolytics. Placement of the inferior vena cava (ivc) filter was indicated for pulmonary embolism (pe), lv dysfunction, large thrombus and deep vein thrombosis (dvt). The right groin was infiltrated and after obtaining adequate local anesthesia, a micropuncture needle set was used to access the right femoral vein. Using modified seldinger technique, a sheath was inserted. An ivc venogram was performed to locate the renal veins. The trapease ivc filter was deployed infrarenally. There are no immediate complications. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, migration of the filter, device embedded, unable to be retrieved and no documented attempts to remove the filter. The patient became aware of these events approximately ten years and eleven months after the filter implantation. The patient further asserts that the cordis trapease ivc filter was not able to be removed due to its embedment and that a computerized tomography (CT) scan later reported perforation of filter struts beyond the wall of the ivc into surrounding tissue/organs and migration. The patient also reports suffering from leg swelling and pain post implant and must remain on lifetime anticoagulation. These injuries have caused emotional distress, mental anguish, anxiety and stress.